Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia due to sensor issues. The customer blood glucose level was 400 mg/dl. The customer was declined troubleshooting for the insulin pump as she stated that she believes the insulin pump was functioning as it should be. Customer stated that the issue could be due to the customer being transitioned back and forth between manual mode and auto mode due tot he sensor alerts. The insulin pump will not be returned for analysis.